Event description:
It was reported the patients blood glucose level rose to over 500 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. As treatment, a mew pod was placed.

Manufacturer narrative:
No alarms, timeouts, nor drive stalls were observed in the data. The soft cannula was observed to be damaged. It could not be determined when this damage occurred, nor if this damage resulted in a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.